Event description:
The customer reported via phone call that they had a weak battery alarm and multiple battery out limit on the insulin pump. It was also found the customer's buttons were unresponsive to clear the alarms in addition to turning on their backlight. Customer's blood glucose was 284 mg/dl at the time of incident. The customer has reverted to manual injections for treatment. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, battery out limit, weak battery, low battery or failed battery test alarms noted. The insulin pump had an intermittent button response due to flattened buttons dome switch. The insulin pump had minor scratches on lcd window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.